Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6). The initial reporter named is a getinge employee. A contact details at event site: (B)(6). Testing of actual/suspected device: (10/3233) during preventative maintenance (pm) conducted by a field service engineer (fse) the fse replaced the damaged fiber optic connector. Unrelated to the complaint, the 9v daughter board battery was replaced. The unit passed all test and calibrations and is now ready for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken fiber optic connector. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.